Event description:
We received a report that an intraocular lens (iol)was explanted from the patient's left eye because she had macular degeneration. In follow up it was learned that during the explantation, the patient underwent an anterior vitrectomy and prior to the implantation of a new lens. The surgical nurse indicated that it is a common practice to perform the vitrectomy during a lens exchange and that in this particular case, the surgeon did not attribute the vitrectomy to the iol. The patient is reported to be doing well. To date, the iol was not returned to the manufacturer.

Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens was verified and showed to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: MFR report # should have been (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.